Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the reason for the call was the patient stated that the pump had been empty for about a week and they couldn't get in to see the healthcare provider for an additional 6 weeks. The agent reviewed that there was no specific time frame for the pump to be damaged after being empty. Patient services reviewed that the pump should never be empty. Patient services reviewed that the pump would need to be checked when it was filled to confirm that it was still working properly. The name of the managing hcp was provided.